Manufacturer narrative:
One used inner cannula was received for product investigation. Review of the device history records revealed no manufacturing issues with the reported lot. Visual inspection did not observe any issues with the returned sample. The device's physical measurements were taken and found to pass specifications. Dimension ID check, pass. Dimension od check, pass. Wall thickness check, pass. The returned product was confirmed to have been manufactured to specification. No evidence was found to suggest the reported product issue was related to an intrinsic product problem. No corrective actions are planned at this time.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that while cleaning the inner cannula of a ventilator dependent patient, the patient's blood oxygen saturation decreased. The clinician removed the inner cannula immediately. The clinician reported that the inner cannula had folded and caused an obstruction of the tube. The clinician reported that there were no clinical consequences related to the event. The patient was being treated for acute respiratory distress syndrome (ards). The patient died 2 days after the event. The user facility confirmed that the issue with the inner cannula had no involvement in the patient's death.